Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. It was reported that the rx xience prime was used past the expiration date. It should be noted that the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), IFU states: note the product use by (expiration) date specified on the package. It is unlikely the IFU deviation of device expiration issue contributed to the reported patient effects. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The additional device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous de novo left circumflex artery (lcx) and a right coronary artery (rca). Both lesions were pre-dilatated with an unspecified device. A 2.25x15mm xience prime was deployed in the lcx; however, a dissection was observed at the distal end of the lcx. The dissection was covered with another same size xience prime stent. A 2.5x38mm xience xpedition was deployed in the rca and a dissection was noted from the mid rca. The dissection was treated with a 2.5x12mm xience xpedition. There was no adverse patient sequela and no clinically significant delay. There was no additional information provided.